Event description:
It was reported that the patient presented to the clinic for a remote follow-up. Upon examination, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing. The icm was reprogrammed. The patient was stable in condition.